Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the thumbwheel high alarm was loose and reconnected it. The issue was resolved and the device meets manufacturer's specifications.

Event description:
The customer reported that when the upper thumbwheel was touched, the ventilator alarmed and tried to dump the mean airway pressure (map) even though the alarm threshold had not been met. There was no patient involvement associated with this issue.